Event description:
Additional information was received indicating high pacing threshold measurements and high pacing impedance measurements continued to be observed. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead pace/sense lead has displayed gradually increasing pacing impedance measurements, ultimately measuring greater than 2,000 ohms. Pacing threshold measurements increased from 3.2v to 4.5v. The patient implanted with this device system was reportedly not pacemaker dependent, and paces less than one percent (1%). The device system was to continued to be monitored. To date, no adverse patient effects were reported as a result of this clinical observation.